Event description:
The manufacturer received information alleging a ventilator service required condition had occurred on the device. There was no harm or injury reported. A philips remote service engineer (rse) assisted the customer on this issue. The philips rse evaluated and determined the system printed circuit assembly (pca) board was causing the issue to occur on the device. The philips rse sent the device's system pca board to the customer for them to replace on the device to address this issue.